Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, a damaged set screw, and that the set screw was found in the connector bore.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used. There was a grommet/setscrew issue with the ventricular pace/sense port. The physician decided to implant a different device. No patient complications have been reported as a result of this event.